Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.

Event description:
The patient allegedly received an implant on (B)(6) 2013 via right lower extremity deep vein thrombus (dvt) involving the popliteal, femoral veins and neck veins due to blood clot and dvt. Patient is alleging tilt, vena cava perforation and organ perforation-mesentery. " my filter tilted, perforated the vena cava and in to the mesentery. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01256.